Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. The device history record (DHR) for the lot number 17525295l has been reviewed and it was verified that device was manufactured in accordance with documented specifications and procedures. Concomitant medical products: preface transseptal access sheath, model #: unknown, lot #: unknown; mobicath vascular access sheath, model #: d-1400-10, lot #: unknown; non biosense webster, inc. - (B)(4) transseptal needle; carto 3 system, model #: unknown, serial #: unknown. (B)(4). Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Event description:
It was reported that a (B)(6) female patient underwent an ablation procedure with a thermocool sf smarttouch bi-directional catheter and suffered a cardiac tamponade requiring a pericardiocentesis. During the procedure, the patient became hypotensive. A cardiac tamponade was confirmed via echocardiogram. The pericardiocentesis yielded 250ml. The patient was reported to be in stable condition immediately after the event. The patient did not require prolonged hospitalization. The patient outcome was improved. Medical history includes hypertension. There were no factors cited that may have contributed to the adverse event. The physician¿s opinion regarding the cause of the adverse event is that it was related to procedure and patient condition. The transseptal puncture was performed with a merit medical systems heartspan transseptal needle and a preface transseptal access sheath. The vascular access sheath was a biosense webster mobicath 11.5 french. The generator parameters at the time of injury included: power control mode at 35 watts (with threshold default for sf catheter) and temperature at 31 degrees celsius. There is no information regarding overall ablation time or last ablation cycle time at the site of injury. Irrigated catheter flow was set at 17ml/min. Patient received anticoagulant during the procedure with activated clotting time maintained between 250-300 seconds. There is no information regarding spi value or catheter proximity. The catheter was zeroed after the initial warm-up phase, post-connection to the carto 3 patient interface unit (piu). The carto 3 system did not indicate to re-zero the catheter. It was noted that there was a high force reading of more than 60 grams. There were no other error messages reported on the biosense webster inc. Equipment during the procedure.